Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd double curve access system was inserted with a versacross connect (vcc) transeptal access system and transseptal puncture (tsp) was performed. The was and vcc was advanced into the left atrium (la), the vcc dilator removed, and the vcc radiofrequency (rf) wire advanced and placed in the left upper pulmonary vein (lupv). It was noted there was no bleed back from the hemostasis valve of the was. Troubleshooting was performed to no avail. The physician removed the was and it was replaced with a new was over the vcc rf wire. Bleed back was noted from the new was, although sluggish. A 24mm watchman flx pro delivery system and closure device (wds) was inserted and implanted into the laa. St elevation, hypotension, and decrease in heart rate was noted. There were bubbles noted in the la and behind the closure device. The anesthesiologist administered calcium, atropine, and epinephrine and vital signs stabilized with st normalizing within 2-3 minutes. The procedure was concluded. The patient was transferred to the recovery room in stable condition and is expected to fully recover. In the physician's opinion, it was suspected the air entry occurred through the second was used. It was further reported the patient was discharged.

Manufacturer narrative:
B5: information added.

Manufacturer narrative:
B5: information added. H6 patient code added: myocardial infarction and pericardial effusion.

Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd double curve access system was inserted with a versacross connect (vcc) transeptal access system and transseptal puncture (tsp) was performed. The was and vcc was advanced into the left atrium (la), the vcc dilator removed, and the vcc radiofrequency (rf) wire advanced and placed in the left upper pulmonary vein (lupv). It was noted there was no bleed back from the hemostasis valve of the was. Troubleshooting was performed to no avail. The physician removed the was and it was replaced with a new was over the vcc rf wire. Bleed back was noted from the new was, although sluggish. A 24mm watchman flx pro delivery system and closure device (wds) was inserted and implanted into the laa. St elevation, hypotension, and decrease in heart rate was noted. There were bubbles noted in the la and behind the closure device. The anesthesiologist administered calcium, atropine, and epinephrine and vital signs stabilized with st normalizing within 2-3 minutes. The procedure was concluded. The patient was transferred to the recovery room in stable condition and is expected to fully recover. In the physician's opinion, it was suspected the air entry occurred through the second was used. It was further reported the patient was discharged. It was further reported the patient had a myocardial infarction during the event, and also a pericardial effusion (pe) that required no intervention.

Manufacturer narrative:
H6 evaluation method code added: testing of actual/suspected device. H6: evaluation conclusion code changed from cmc-no problem detected to known inherent risk of device. Device evaluated by MFR.: the returned watchman fxd curve access system was analyzed, and the reported event of air embolism was not confirmed. Clinical circumstances could not be replicated, and the device was able to backflush. Visual inspection of the device revealed no damage or defect. Microscopic inspection under the microscope revealed no damage or defect. Functional testing was completed by attaching a syringe filled with water, and positive/negative pressure was applied with the valve open and closed. The device was able to be flushed properly. The device was able to backflush, and air was able to be purged from the device.

Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd double curve access system was inserted with a versacross connect (vcc) transeptal access system and transseptal puncture (tsp) was performed. The was and vcc was advanced into the left atrium (la), the vcc dilator removed, and the vcc radiofrequency (rf) wire advanced and placed in the left upper pulmonary vein (lupv). It was noted there was no bleed back from the hemostasis valve of the was. Troubleshooting was performed to no avail. The physician removed the was and it was replaced with a new was over the vcc rf wire. Bleed back was noted from the new was, although sluggish. A 24mm watchman flx pro delivery system and closure device (wds) was inserted and implanted into the laa. St elevation, hypotension, and decrease in heart rate was noted. There were bubbles noted in the la and behind the closure device. The anesthesiologist administered calcium, atropine, and epinephrine and vital signs stabilized with st normalizing within 2-3 minutes. The procedure was concluded. The patient was transferred to the recovery room in stable condition and is expected to fully recover. In the physician's opinion, it was suspected the air entry occurred through the second was used. It was further reported the patient was discharged.

Event description:
It was reported that air embolism occurred. A left atrial appendage closure (laa) procedure was being performed. A watchman fxd double curve access system was inserted with a versacross connect (vcc) transeptal access system and transseptal puncture (tsp) was performed. The was and vcc was advanced into the left atrium (la), the vcc dilator removed, and the vcc radiofrequency (rf) wire advanced and placed in the left upper pulmonary vein (lupv). It was noted there was no bleed back from the hemostasis valve of the was. Troubleshooting was performed to no avail. The physician removed the was and it was replaced with a new was over the vcc rf wire. Bleed back was noted from the new was, although sluggish. A 24mm watchman flx pro delivery system and closure device (wds) was inserted and implanted into the laa. St elevation, hypotension, and decrease in heart rate was noted. There were bubbles noted in the la and behind the closure device. The anesthesiologist administered calcium, atropine, and epinephrine and vital signs stabilized with st normalizing within 2-3 minutes. The procedure was concluded. The patient was transferred to the recovery room in stable condition and is expected to fully recover. In the physician's opinion, it was suspected the air entry occurred through the second was used.